Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call blank display on the insulin pump. Customer advised they had this issue a few months ago and now it happened once again. Customer advised the battery does not last more than 1 day on the insulin pump. Troubleshooting for the blank display was performed. Customer was advised a replacement battery cap will be sent out. Customer was advised to revert a backup plan until the battery cap arrives.